Event description:
It was reported that during homecare a renasys go device was not delivering negative pressure therapy. It was confirmed by a nurse that the dressing was not compressed and that the device did not alarm. Nurse changed the dressing, the canister, plugged the device into a wall outlet, checked all tubing and reinforced the dressing but the problem was not solved. No back-up was available.

Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaints and the device. If a complaint sample becomes available, the complaints will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure modes and part number have been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The reported failure mode can potentially be caused due to creases in the dressing if it is incorrectly applied or the dressing integrity has been compromised, (c-0300681). It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the soft-port to dressing interface, (c-0300538). The investigations have now been closed and recorded as insufficient information to determine a root cause. By acknowledging and investigating your complaints this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.